Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient had vomiting, was screaming in pain and experienced diabetic ketoacidosis due to bent cannula at infusion site. Reportedly, the patient did not have a normal eating schedule. Therefore, the patient was admitted to the hospital on (B)(6) 2019 and on (B)(6) 2019, with blood glucose level in 500's mg/dl, due to crimped cannula, as it was curled into a squarish which they noticed when they removed the infusion set. The site location was the patient's abdomen. During hospitalization, the patient was put on an intravenous drip (zofran). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.